Manufacturer narrative:
The device was later explanted for normal battery depletion.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator was not working. As a result the patient was scheduled for a device replacement in about three months as there are other medical problems to address.

Manufacturer narrative:
The field representative was not aware of this issue and had not further clarifying details. Information suggests this device remains in-service. Initial investigation is completed. Should additional information become available this event will be updated.